Manufacturer narrative:
The investigation into this situation is ongoing at this time. Once the investigation is completed, more details and a conclusion will be provided.

Event description:
A customer had reported that during a patient treatment, they clicked 'confirm settings' / 'unconfirm settings' on xvi r4.5 and the mv irradiation terminated. At that time, desktop pro r7.01 sent incorrect mu values (only mu values of current segment) to mosaiq. The customer noticed and reported the issue to elekta. No mistreatment occurred during the event.